Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of local tissue reaction, metallosis and elevated cocr levels. A review of invoice history confirms that total hip arthroplasty procedures occurred on (B)(6) 2009 and (B)(6) 2009. Review of invoice history further revealed that a revision procedure took place on (B)(6) 2012 where the modular head and taper insert were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2013-00204 / 00209).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of local tissue reaction, metallosis and elevated cocr levels. A review of invoice history confirms that total hip arthroplasty procedures occurred on (B)(6) 2009 and (B)(6) 2009. Review of invoice history further revealed that a revision procedure took place on (B)(6) 2012 where the modular head and taper insert were removed and replaced. No further information has been provided to date. Additional information received in patient medical records confirms patient underwent a revision procedure on (B)(6) 2012. The operative notes report no evidence of metallosis and a posterior pseudocapsule. The head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.